Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level was high and went into diabetic ketoacidosis. Customer addressed bg level by delivering a bolus and administering a manual injection. Reportedly, the customer has manual injections as alternate insulin therapy.